Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73c1600314 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
The clips were not loading properly to allow the jaws to open. It worked fine for the first clip then when trying to reload subsequent clips it did not work the clips became jammed. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The sample is for this complaint and complaint tc 1900053218. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the rotation tab is bent and its trigger was partially engaged. The returned sample appears used as there is biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no ratchet sound could be heard indicating that the internal ratchet ears are broken. The first clip was unable to properly load into the jaws of the device, but it was able to close. The next clip was unable to properly load or close. The sample was disassembled to look at the internal components. Upon disassembly, no further damage was found to any internal components. The sample was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. No other defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for other remarks: this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loading properly" was confirmed based upon the sample received. One device was returned. The device was found to have broken internal ratchet ears and a bent rotation tab which could both affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. Upon functional inspection, it was found that the clips were unable to properly load. The device was disassembled and no further damages were found. The device was received with 2 clips remaining in the channel indicating that 13 clips were fired by the end user. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Therefore, based upon the observed damage, operational context caused or contributed to this event.

Event description:
The clips were not loading properly to allow the jaws to open. It worked fine for the first clip then when trying to reload subsequent clips it did not work the clips became jammed. There was no patient injury.